Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The pediatric patient developed a skin reaction at the sensor insertion site approximately on (B)(6) 2026 after insertion. The reported reaction was localized to the area underneath the sensor adhesive and included rash, redness, swelling/inflammation, and infection. The patient's mother contacted customer support to report that her daughter had developed an infection associated with the sensor site. The patient was evaluated by a physician due to the swelling and redness. Treatment included an oral antibiotic, cephalexin, and topical mupirocin ointment. No additional treatment information was provided. At the time of reporting, the patient's condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.